Event description:
It was reported that the ureteral balloon catheter came as a 2 piece kit. When they received this, the balloon catheter was missing from the package and they only received the insufflator.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause is inappropriate package design. A DHR review is not required as no lot number was provided for the reported event. A labelling review is not required as it would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ureteral balloon catheter came as a 2 piece kit. When they received this, the balloon catheter was missing from the package and they only received the insufflator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.